Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer reported that they experienced vacuum issues, and the samples were inadequate, unable to retrieve calcifications. The procedure was not completed successfully and the patient had to be rescheduled. A field engineer examined the equipment and found that the system passed the testing and it performed according to manufacturer´s specifications and that the issue was found to be with glue in the disposable needle. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2025, the customer reported that they experienced vacuum issues, and the samples were inadequate, unable to retrieve calcifications. The procedure was not completed successfully, and the patient had to be rescheduled. A field engineer examined the equipment and found that the system passed the testing, and it performed according to manufacturer´s specifications and that the issue was found to be with glue in the disposable needle. No other information available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR review was not conducted since the lot/serial number was not provided by the complainant.